Manufacturer narrative:
Operator error. No malfunction suspected. The end user stepped on the front footplate while transferring into the power wheelchair against the manufacturer's warning in the owner's manual. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over or falling from the power wheelchair: do not stand on footplate. Do not put weight on footplate, armrest or controller while getting into or out of the power wheelchair."

Event description:
The end user reported while transfering into the power wheelchair, the end user stepped on the front fooplate and fell.